Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) minute ventilation (mv) feature was increasing the rhythm inappropriately when the patient was at rest and not short of breath. The mv feature was turned off, and accelerometer was being used instead in order to optimize therapy for this patient. This system remains in-service. No adverse patient effects were reported.